Event description:
Customer reported continuous alarm. One device was received for evaluation. The evaluation could not verify customer reported issue of 'continuous alarming'. While reviewing event log, found error 99 (1x).

Event description:
Customer reported continuous alarm. One device was received for evaluation. The evaluation could not verify customer reported issue of 'continuous alarming'. While reviewing event log, found error 99 (1x). Error 99 (watchdog error) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. To date, no other complaint was initiated for error 99 with this software version.